Event description:
It was reported by service report that the bed had a broken footboard with sharp edges and areas where fluid could ingress. The head end of the bed would not lower. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: footboard.